Event description:
Healthcare professional reported, a left side device rupture. And capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii.